Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The device has been returned to the manufacturer for evaluation. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an arterial anastomosis, cimino artery, the pta balloon allegedly ruptured circumferentially at approximately 20 atms, beyond rated burst pressure (rbp) during the first inflation. It was further reported that the balloon catheter allegedly would not retract through the sheath. It was said that the health care provider removed the sheath and enlarged the access site to aid in removal of the balloon catheter. Reportedly, the ruptured balloon was removed in its entirety and without further incident. Another balloon was reported to be used to complete the procedure. There was no reported consequence or impact to the patient.

Manufacturer narrative:
A manufacturing review was conducted. The lot met all release criteria. Visual/microscopic inspection: the sample was returned. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 6mm x 40mm balloon. The first catheter segment contained the hub and measured 36.7cm in length from the point of detachment to the strain relief. Per the reported event details, the catheter was cut in order to aid in retracting the balloon from the patient. The second catheter segment contained the balloon and measured approximately 42.0cm in length. A complete circumferential rupture was observed 2.7cm from the proximal balloon bond. The distal portion of the balloon was bunched up towards the distal tip and was partially prolapsed over the distal tip, likely indicating retraction issues. Skiving marks and cuts in the catheter were observed just proximal to the bunched distal portion of the balloon. This was likely a result of the user removing the balloon that was reportedly stuck at the access site. Both the distal and proximal marker bands were present. No other anomalies were noted to the catheter. Functional/performance evaluation: functional testing could not be performed due to the returned sample condition (i.e. Circumferential rupture and cut catheter). Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for a circumferential balloon rupture and retractions issues based on the condition of the returned sample (i.e. Balloon sheared in half and prolapsed over the distal tip). Per the reported event details, the balloon ruptured circumferentially at approximately 20atm. The rated burst pressure (rbp) for this balloon size is 15atm; therefore, the balloon was overpressurized. The current IFU (instructions for use) states "do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended." It is unknown whether the balloon ruptured as a result of being overpressurized, as it was not reported by the user. The root cause for this event is most likely use-related. Labeling review: the current ultraverse 035 pta catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device.